Manufacturer narrative:
The valve was patent and passed reflux testing. It was within specifications for all pressure-flow and preimplantation tests. The valve has a small section of a black suture in the proximal occluder, and a tear on the top of the proximal occluder, directly above the thread. It was undetermined how or when this damage occurred. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.

Event description:
It was reported that there was a suture in the packaging of the valve.